Manufacturer narrative:
Product event summary :analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that during a follow up visit, it was not possible to get battery or lead data. It was noted that the implant detect was not turned off. The implant detect was turned off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.